Event description:
During replacement of a stent in the obtuse marginal vessel, the deployment balloon would not deflate. After several attempts to deflate the balloon it ruptured. The vessel ruptured and the pt was taken for emergency bypass surgery.